Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection, and insulin pump. The customer reported blood glucose value of 24 mmol/l. The customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose was 4 mmol/l, and the blood glucose value was 24 mmol/l which was outside of the acceptable range. The sensor glucose and blood glucose difference is 20 mmol/l.the insulin delivery was suspended due to sensor glucose vs blood glucose event. The event involved product(s) mmt-7040c5. Troubleshooting was performed for the sensor glucose vs blood glucose guardian sensor 3/guardian 4 sensor and the sensor has been worn for less than a day. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. The customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea. Troubleshooting was performed for the high blood glucoses/under delivery and the customer using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Product return for mmt-7040c5 is not expected.